Event description:
Philips received a complaint on the v60 indicating that values were changing on their own during perimeter change. It was reported that there was no patient involvement at the time the issue was discovered. The navigation ring was replaced to resolve the reported issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Upon further review, this case is determined to be a duplicate of the complaint that was reported in MDR # 2031642-2022-02873. This complaint is no longer reportable. All new information regarding this event will be reported under MDR # 2031642-2022-02873.